Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the neuron max system include, but are not limited to, vessel spasm, thrombosis, dissection, or perforation, hematoma or hemorrhage at puncture site, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). After the procedure, the control angiogram imaging indicated that a vasospasm had occurred. The patient was subsequently treated with a vasodilator (nimodipine) and heparin. Following treatment with the intravenous fluids, the patient's condition improved and resolved on the same day. The patient was discharged to another hospital on (B)(6) 2019. The vasospasm was adjudicated to be a serious adverse event with a definite relationship to the neuron max and index procedure.